Event description:
Patient was revised due to dislocating and all implants were removed and replaced to address the stability, there was no delay in surgery. Doi: (B)(6) 2022, dor: (B)(6) 2022, affected side : right hip.

Manufacturer narrative:
Product complaint # (B)(4).